Manufacturer narrative:
Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous transluminal intervention, the patient experienced no flow and a myocardial infarction. The 85% stenosed target lesion was 3.0mm in diameter, 63mm long located in the proximal left anterior descending (lad) and extending to the mid lad. During the index procedure, it was noted that after predilation was performed with a 2.5 x 20mm maverick balloon at 10 atm, there was no reflow. The distal vessel was stented with a 2.5 x 28 mm promus element stent and intracoronary adenosine was administered which restored timi 3 flow. The remainder of the vessel was then stented with two overlapping promus element stents, a 3.0 x 32 mm and a 3.0 x 8 mm. Post dilation was performed. Residual stenosis was 20%. It was noted that the patient had increased cardiac enzymes and myocardial infarction was reported. The procedure was resolved without residual effects.